Event description:
It was reported that(4) al326 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the staplers jammed during the case. New staplers were opened to complete the case. There was no consequences to pt.